Event description:
It was reported that the patient collapsed at home. Resuscitative efforts by ems were unsuccessful and the patient expired. The cause of death was reported as atrial fibrillation, coronary artery disease, and diabetes. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4).